Event description:
A doctor alleged that while seating a patient's six (6) unit lower bridge, the cement had set up too quickly, leaving an open margin.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The lower bridge has not yet been removed. The doctor confirmed that at this time, the patient is doing fine. An update will be provided when new information becomes available. The product involved in the alleged incident was not returned. Lot number 4720562 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.